Manufacturer narrative:
(B)(4) - intraocular lens explanted in a secondary procedure.all pertinent information available to abbott medical optics at the time of this report has been submitted. Placeholder.

Event description:
It was reported that the lens was implanted on (B)(6), 2014 in the patient''s left eye. From day one post operatively the patient experienced debilitating glare with the lens. The patient stated that everything had a halo around it. The patient had the lens explanted on (B)(6) 2015 at which time a ''standard'' lens was implanted. The patient has not trouble with glare with the ''standard'' lens. No further information was provided.